Event description:
Customer reported potential false negative urine hcg results with the henry schein one step+ hcg urine strip test vs. Patient's positive home pregnancy results. A (B)(6) female patient with a history of miscarriages reported that she had four positive home pregnancy results. She came to the clinic because of the positive results she observed at home. She stated that her last menstrual period (lmp) was (B)(6). When the patient's sample was tested with the henry schein one step+ hcg urine strip test, a gray background appeared where the test line should be. No quantitative serum test was performed at that time. The patient had a follow up with her doctor the following week and the hcg test was then positive using the henry schein one step+ hcg urine strip test . Customer stated the patient had an ultrasound (exact date not clear) indicating the pregnancy was 6 weeks along; if that is accurate, it would change the date of the lmp to (B)(6) instead of (B)(6). No further issues to report.

Manufacturer narrative:
Customer's observation was not replicated in-house with retention devices. Retention devices were tested with 25 miu/ml cutoff hcg urine control; all results were positive at read time. No false negatives results were obtained and no gray line or gray background appeared at read time. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined without patient specimen in-house analysis and insufficient information from customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.